Manufacturer narrative:
The device was returned to olympus for inspection. The date of event is unknown. A supplement report will be submitted if provided. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: dp (printed circuit) board faulty caused no image and flickering. Additionally for remaining findings the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited no image and flickered image, and front panel lamp button click sound not feel. There was no patient involvement.